Event description:
N/a.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions) h11. A getinge field service engineer (fse) verified log #78, #79, #80 and internal communication error, no reproducibility in operating test. Performed work based on the service manual, good results.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6). Due to character limitation e1 event city full name:(B)(6).

Event description:
It was reported by the customer that during use on patient cardiosave intra-aortic balloon pump (iabp) a message indicating that maintenance is required has been generated, code 78 #79 #80 internal communication error. No harm to the patient.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (medical device ¿ problem code).

Event description:
N/a.